Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. Insulin was reported to be leaking during wear. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). No treatment was reported.

Manufacturer narrative:
Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that would indicate that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined. The pod was received with the soft cannula deployed. A leak test was conducted successfully, no leaks were observed.